Manufacturer narrative:
Retainer =black. Case type = ngp customer returned device for an alleged pump error alarm found on october 25, 2022. The device passed the displacement and self test. No unexpected pump error alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error alarm found in the device history file/trace on october 25, 2022 at 06:52:35. Pump error alarm due to hardware error (line number 450 file number 16). Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Pump error 53 alarm due to hardware error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to rewind. Customer also stated that continued to receive pump error alarms for every 2 hours. The insulin pump was passed in self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.